Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. However, patient passed away prior to device changeout. The patient's doctor stated device was functioning normally at the time of death and that the cause of death was unrelated to the pacemaker system.